Event description:
The device displayed a "defib fault 108" message and failed to discharge. The clinician obtained another device to continue treating the patient. There was no adverse effect to the pt.